Manufacturer narrative:
Based on new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve implanted for 13 year and 6 months, underwent a valve-in-valve procedure due to degeneration with moderate stenosis and severe regurgitation. Patient presented with chest pain, dyspnea on exertion and fatigue. The procedure was performed with a 26mm 9750tfx transcatheter valve. According to the physician, no premature failure.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The subject device is not available for evaluation as it remains implanted in the patient. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve implanted for 13 year and 5 months, is being evaluated for a valve-in-valve procedure due to degeneration with moderate stenosis and severe regurgitation. Patient presented with chest pain, dyspnea on exertion and fatigue. Patient consent to proceed with a transcatheter aortic valve-in-valve. Procedure arrangements will be made.